Event description:
Patient reported right side rupture, "swelling", "discomfort", and "is worried". Healthcare professional confirmed "silicone implants with signs of intracapsular rupture" and reported "a marked amount of fluid around the right one", "hyperintense fluid in t2", "voluminous liquid collection around [the implant] on the right", "benign focal punctate calcification in the right breast", "mastalgia", and capsular contracture baker grade IV. 275 ml of serous fluid was aspirated and sent for laboratory tests. Patient took antibiotics to treat "mastalgia on the right". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma-late" and "capsular contracture" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "serous fluid"; capsular contracture, baker grade IV.